Event description:
In 2007 at 6: 21 am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user alleging that one touch meter is giving inaccurate high readings. The patient stated that the reported issue was on-going and could not specify exactly when the reported issue began. The patient did not take any action in regards to diabetes treatment as a result of the reported issue. On ten days earlier, the reporter took the patient to the doctor. The patient reported blood glucose results of "340 mg/dl" with a lifescan meter and "210 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <30 mg/dl. The pt was treated with IV glucose by a healthcare provider at the time of concern. The pt was unable to answer the following question: did the customer/pt develop any symptoms before, during, or after the reported issue began? It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, readings prior to the doctor's visit, treatment, diagnoses, symptoms, food intake and recent changes to testing frequency and diabetes medication regimen. During the troubleshooting, the customer care advocate (cca) verified that the unit of measurement was correctly set to mg/dl, the test strip and test strip vial was in good condition and within the expiration date, the testing technique was incorrect, and the meter was coded correctly. This complaint is being reported because the reporter alleged the patient received treatment that is suggestive that she was hypoglycemic after the reported issue began. It is unclear why the pt received IV glucose a treatment frequently given to pts who are hypoglycemic if the patient' blood glucose was 210 mg/dl on the comparison meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.